Event description:
It was reported that during a coronary drug eluting stenting treatment procedure that lesion crossing, stent withdrawal from the guide catheter difficulties, and stent damage occurred. The 80-90% occluded, calcified right coronary artery was located directly in front of the crux. The physician pre-dilated the lesion with a sprinter 3.0 x 15 mm balloon. A taxus express2 3.0 x 12mm was implanted in the medial rca at 18 atm for 8 seconds. The stented lesion, especially the proximal area, was then post dilated at 18 atm for 13 seconds. The physician wanted to place a taxus express2 3.5 x 16 mm stent overlapped proximal but wasn't able to completely pass the rca. One part of the stent was still in the catheter. Since the stent couldn't be advanced or withdrawn by itself, the physician had to remove the devices together as a unit. Upon removal, the physician noted 1 stent strut was flared. There were no reported pt complications.